Manufacturer narrative:
H6 evaluation codes: investigation finding code and investigation conclusion code have been corrected.

Manufacturer narrative:
H6 health effect - clinical code - appropriate term / code not available - worsening of preexisting conditions. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported an infant patient who had pneumothorax where a drain was inserted but air reaccumulated into the chest. The only way to resolve this was to manually suction with a syringe. The customer assumed a bronchopulmonary fistula was present leading to a continuous air leak but due to the unique condition that the patient had, the patient had their chest opened as part of their management. At operation, the patient did not have a pleural leak identified and yet air could be freely aspirated from the chest. The customer stated that they are concerned that there is a problem with the underwater seal unit as it was replaced by a different unit from another manufacturer and the air in the chest resolved both clinically and on x-ray. The drain was reviewed on multiple occasions by multiple professionals during ward rounds to ensure correct use and then finally by 4 consultants (anaesthetics, paediatric surgery x2 and neonatal) and no errors in set up or suction application were identified. Additional information received on 21aug2025 stated that the patient's age is unknown but under 28 days old. The patient had a congenital heart defect. The opening of the chest was exploratory surgery based on the assumption that there was a bronchopulmonary fistula. The patient recovered after surgery.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.